Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set disconnected where the tubing connects to the drip chamber. The following information was provided by the initial reporter: disconnected where the tubing connects to the drip chamber.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set disconnected where the tubing connects to the drip chamber. The following information was provided by the initial reporter: disconnected where the tubing connects to the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2022. H6: investigation summary five samples were received and investigated by our quality team. The customer's complaint of separation was immediately verified as the drip chambers were separated from the sets upon receipt. The tubing was analyzed under microscope and the sets had clear lack of solvent applied during production. This is the root cause of the separation failure- improper solvent application during assembly when applying the drip chamber to the rest of the set. A device history record review was performed and there were no relevant production issues or quality notifications .

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set disconnected where the tubing connects to the drip chamber. The following information was provided by the initial reporter: disconnected where the tubing connects to the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2022. H6: investigation summary five samples were received and investigated by our quality team. The customer's complaint of separation was immediately verified as the drip chambers were separated from the sets upon receipt. The tubing was analyzed under microscope and the sets had clear lack of solvent applied during production. This is the root cause of the separation failure- improper solvent application during assembly when applying the drip chamber to the rest of the set. A device history record review was performed and there were no relevant production issues or quality notifications .